Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that they were experiencing poor communication with the patient programmer (pp) for the past couple of months and they were seeing the poor communication screen. It was noted that the rep had shown them how to use the programmer, but they had since forgotten. Troubleshooting included attempting to sync with the ins, but it was unsuccessful. The patient was sent a replacement pp. On (B)(6) 2017, it was reported that the new programmer was still showing poor communication. They were sure they were using the new programmer. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the family member reported that the first programmer was not reading anything. The patient changed the batteries and ended up getting a new programmer. That unit did not read anything either. The reporter stated that the patient was told to go see a doctor, which they found, but the patient was not scheduled to see them until (B)(6). It was mentioned that the patient was implanted in (B)(6) about 2 years ago in (B)(6) but they now had moved back to (B)(6) and was in a nursing home. The reporter further stated that they did not know much about the device. In addition, the family member reported the patient¿s bowels were ¿moving pretty good¿ but the issue with the programmer was not resolved.